Event description:
Unfinished fetal biometry measurements are not discarded, but included in report. Software defect that includes erroneous measurements in the pt report and averaging of measurements. Diagnosis or reason for use: obstetrical ultrasound. See scanned pages.